Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the cracked o-rings cannot be conclusively determined. The customer was provided with the connecting tube instructions for use and reviewed how to connect to scope and reprocessor and load the scope properly into the reprocessor. The customer's biomedical engineer is making sure they firmly push the connector into the scope.

Event description:
It was reported that during reprocessing the customer experienced difficulty connecting the scope connector of the reprocessor to the scope. The customer reported there were no abnormalities on the scope. The o-rings on the scope connector were cracked. Subsequently, the o-rings were replaced and after running multiple test cycles, there were no further issues.

Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer¿s investigation summary regarding this report. Physical evaluation of the complaint device confirmed the o-ring of endoscope side connector of the device was cracked. The customer's biomed replaced the o-ring on the connectors. Review of the product labeling shipped with the device provides the following information: inspection before use: inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents the reported abnormality is detectable by conducting inspection as stated in the IFU. The cause of the event cannot be conclusively determined. Since o-ring of endoscope side connector of device was cracked, it may have caused the connection impossible. The cause of cracks could be extra stress which was added to the connector. From the available information, we presume that extra stress was added to the connector when place it, which caused o-ring cracks. We could not confirm any factor from the design nor structure of the device. Though it is difficult to specify, it may have occurred by the user handling.